Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted product was kept by the facility.

Manufacturer narrative:
Exact date unknown, event occurred approximately in (B)(6) 2023.